Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a percutaneous coronary interventional procedure. Reportedly, after clip deployment, hemostasis was not achieved. A hematoma developed. The patient was taken to surgery for treatment of the hematoma and to achieve hemostasis. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event (reported as occurred last week). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to achieve hemostasis reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Additionally, (B)(4) unused, representative starclose se devices, were returned for evaluation (one with the same lot number as the complaint device and nine from lot number 40801k1). All unused devices passed visual and function testing. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on a visual and functional inspection analysis of the returned devices, there is no indication of a product deficiency.